Event description:
Patient was given crutches from our ed from our dme supplier, 4 days after using crutches, one snapped and broke in half, causing patient to sustain a laceration on right forearm. Therapy start date: (B)(6) 2020. FDA safety report ID# (B)(4).